Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a high heart rate in the 135 to 145 beats per minute (bpm) range as a result of high sensor rate pacing. The patient was admitted to the hospital and programming changes were made. The patient was subsequently released from the hospital six days later. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.